Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device lot history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4). No sample received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment. Per additional information received, the patient has experienced vaginal bacterial infections, depression, and underwent surgery ((B)(6) 2010-records not provided) to ¿remove a thickening in the vaginal wall.¿ on (B)(6) 2012: patient experienced chronic pelvic pain, post-coital bleeding, and underwent cystoscopy with mesh removal. Anterior graft was taunt without evidence of erosion. With removal of mesh, the patient developed a central defect, repaired with sutures. Per additional information received, the patient has experienced post-coital bleeding, pelvic pain, pelvic/vaginal bacterial infections, pain, blood loss, anxiety, lack of intimacy, depression, pain with intercourse, vaginal wall thickening, dyspareunia, vaginal pain with intercourse, back pain, aching, foreign body in patient, lesion, defect, erosion, nonsurgical and additional surgical interventions. Per additional information received, the patient has experienced severe pain, bleeding during intercourse, vaginal bacterial infections, anxious, pain, constant infections, depression, constant pelvic pain, frequent vaginal bacterial infections, connective tissue disease with lupus tendencies, dyspareunia, fibromyalgia, stress incontinence, vaginal prolapse, cystocele, rectocele, post-coital bleeding, constant pelvic pain, pelvic bacterial infections, mesh erosion, lesion, urinary frequency, urinary leakage, urinary urgency, chronic cervicalgia, vaginal stricture with dyspareunia, and yeast infection. The patient required additional surgical and non-surgical interventions.